Event description:
The customer reported that a prisma machine had excessive alarms of "caution dialysate weight incorrect change" and inaccurate fluid removal during a pt's treatment. The pt's treatment was initiated at 8:20 and discontinued due to excessive alarms at 13:48. The blood in the extracorporeal sys was returned to the pt. Treatment was restarted on another machine, serial # unk.